Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals, oversensing, and pacing inhibition greater than 2 seconds on the right ventricular (rv) lead. Additionally, it was noted a very gradual decrease in rv pacing and shock impedance measurements. Troubleshooting options were discussed. A revision procedure was performed and the device was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals, oversensing, and pacing inhibition greater than 2 seconds on the right ventricular (rv) lead. Additionally, it was noted a very gradual decrease in rv pacing and shock impedance measurements. Troubleshooting options were discussed. At this time, the product remains in service and no additional adverse patient effects were reported.